Event description:
Reportedly, while replacing the o2 sensor, an "o2 sensor error" alarm occurred. Upon replacing the o2 sensor, the issue was resolved. Soon after the same error occurred and replacing the o2 sensor cable resolved the issue. There was no pt involvement reported in this case.